Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: we recently ordered 1 case of item #330000 (22ga x 1¿ cath insyte autoguard needles). However, upon opening every single box, we noticed that there must be a manufacturer error with the lot #. The needles will not retract as they normally do, and have a few second delay. We would like to return the remaining unopened x3 boxes for credit if that is possible.

Manufacturer narrative:
The complaint of delayed needle retraction was confirmed from the physical samples that were provided for investigation. Representative 22ga insyte autoguard units from lot: 4239971 were provided for investigation. A functional test showed that the retraction time of some units exceeded the specification. A trend was identified for complaints of delayed needle retraction and a CAPA was opened to address this issue. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.